Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing was sealed. The reported condition was verified. The cause of the condition was determined to be an operator error during the manufacturing process that resulted in the packaging machine sealing the tubing. In order to address this condition, the manufacturing process will be updated, and all operators will be trained on the update. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were sealing marks on the tubing of a solution administration set. The tubing was also reported deformed. The device was used during patient infusion, though there were no negative clinical consequences. No additional information is available.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.